Manufacturer narrative:
Our investigation into this complaint has now concluded. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No other errors were detected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿ smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Each pump is functionally tested by the supplier before shipment to smith & nephew. Any pump which fails to meet the predetermined acceptance criteria is rejected. As this pump has been released for sale, it can be confirmed that the device has passed all functional testing. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a new pico pump stopped vaccuming after being applied during 5 days.